Event description:
Received info regarding multiple cartridge alarm (cartridge alarm 19) during basal/bolus delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A follow up MDR will be filed.